Event description:
It was reported that the customer was experiencing low blood glucose levels, and was hospitalized with a reading of 76 mg/dl. Troubleshooting was performed, and the insulin pump was found to be programmed correctly. The reservoir volume was accurate. The caller stated that the only thing that has changed is that the insulin pump settings were adjusted yesterday. Otherwise, the insulin pump appears to be working correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.